Manufacturer narrative:
H2) additional information added to sections b5 and e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no hardware replaced during the work order.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version: 2.1.0, ubd: unknown, UDI#: unknown h3, h6: a manufacturer representative (rep) went to the site to test the navigation system. It was reported that hardware parts were replaced. Communication has been initiated to specify which component specifically. The rep re-installed all application software and other all software. Rep checked all functions, now machine was working ok. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was not detecting the instrument, then sometime after restarting the system instruments were detecting and working okay. Troubleshooting included the physician inspecting the issue, re-installed all application software and other all software. Checked all functions now machine was working ok. There was no patient involvement.

Manufacturer narrative:
H6: the software was re-analyzed in light of new information that was received. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 additional information: d10 and additional codes were updated. H2 correction: h6 updated with fdc code d14 to reflect no hardware was replaced during the work order. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801085 spheres, serial lot/sw version: - product ID: 9735821 camera, serial lot/sw version: - img code g03012 applies to the spheres and g05001 applies to the camera. H3, h6: the spheres have not been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. It was suspected that causes of infrared (ir) interference including line of sight obstructions, contaminated or damaged spheres, or ir light reflections from external sources might have caused the reported behavior. Codes c19 and previously reported b01 and d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 and h6 correction medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue was actually with the three dimensional (3d) model disappearing intermittently and the machine getting shut down automatically. After they re-installed the application software (sw) and cranial sw, the issue resolved and the machine was working fine.